Manufacturer narrative:
(B)(4). Device manufacture date: july 21, 2014 ¿ july 22, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed evidence of the tubing separating from the solvent-bonded area of the distal luer. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a large volume infusor disconnected from the tube. This was discovered before use of the device. There was no patient involvement. No additional information is available.